Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible general root causes include insufficient electromagnetic interference (emi) laboratory compliance, issues with sample quality, insufficient maintenance, and contamination of the environment with the analyte. Medwatch field d4 was updated.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result for elecsys pth immunoassay. The initial result was 24 pg/ml and was reported to a physician. The customer retested the sample and the results were 7.5 pg/ml, 7.38 pg/ml, and 7.36 pg/ml. The patient was not adversely affected. The reagent lot number was 143251. The expiration date was requested but was not provided. The customer's quality controls were checked and no problem was identified.